Manufacturer narrative:
We checked the manufacturing charts of the involved liner (code 1377.50.006, lot# 1308323), without finding any pre-existing anomaly on the (B)(4) pieces placed on the market whit this lot#. The raw material certificate was also checked without finding any anomaly. No other complaint received on lot# 1308323. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to l1 liner breakage performed on (B)(6) 2018. Surgeon converted to smr reverse. Previous surgery took place on (B)(6) 2016. According to the info provided, metal back glenoid was well fixed; inspection of the liner showed almost zero wear and the peg of the liner had sheared of. There was metallosis as a result of the humeral head articulating on the metal back glenoid. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: we checked the manufacturing charts of the involved l1 liner (code 1377.50.006, lot# 1308323), without finding any pre-existing anomaly on a total of 29 pieces placed on the market with the same lot#. The raw material certificate was also checked without finding any anomaly. According to our records, 16 out of 29 liners with lot# 1308323 have already been implanted without receiving other complaints on this lot#. Explants and xrays analysis: explants not available to be returned to limacorporate for analysis: according to the info reported, during the revision surgery, explants were disposed of as per hospital policy. No explants pictures nor x-rays (pre-op) provided. Conclusion: we cannot go back to a certain cause of the breakage of the poly liner. No deeper analysis can be done on the breakage modality since the explants were not returned to limacorporate and no x-rays were available for a critical clinical evaluation. According to the information received, the patient was hanging the washing, when suddenly felt a "pop". We can therefore speculate that movements performed by the patient during the post-operative period in the attempt to hang the washing was the likely cause for the event. As clearly reported in the smr system instruction for use, the patient should follow an adequate post-op care, avoiding any position/movement/activity that can increase the risk of a premature failure of the implant. Pms data: we are aware a total of 31 breakages of l1 poly liners (model # 1377.50.xxx) requiring a revision surgery. A total of 15722 l1 liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is 0.19%. By our analysis, most of these cases were related to patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique), trauma-related or surgical factor related. No corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Conversion from smr anatomic total to smr reverse performed on (B)(6) 2018 due to l1 liner breakage. Previous surgery took place on (B)(6) 2016. According to the info reported, patient had a well performing total shoulder replacement until, while was hanging the washing, a "pop" was felt, followed by pain and loss of function leading to necessity of revision surgery after 2 years from primary surgery. During the revision performed on (B)(6) 2018, some black tissue caused by metalosis as a result of the humeral head articulating on the metal back glenoid was noticed. The glenoid baseplate was instead solid, so it was decided to maintain it in situ by converting to reverse prosthesis. Inspection of the liner showed almost no wear but the peg of the liner had sheared of the back. Event occurred in australia.